Manufacturer narrative:
The manufacturing records for onxace 27/29 serial number: (B)(6) were reviewed. It was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. Initial indication for aortic valve replacement was native valve endocarditis. Explanted approximately 1 year post op was required for prosthetic valve endocarditis. A definitive root cause for the prosthetic valve endocarditis cannot be made based on the available information, however it is likely related to the previous endocarditis which may not have been eradicated. Regardless, the instructions for use for the on-x valve lists endocarditis as a possible complication of mechanical heart valve replacement and includes the possibility of reoperation and/or explantation and death [IFU]. Historically, endocarditis occurs at a rate of 1.2%/patient-year for rigid heart valves [iso 5840:2205]. References: iso 5840:2005 (e) cardiovascular implants ¿ cardiac valve prosthesis, annex r.2. On-x instructions for use including aortic valve inr 1.5-2.0 update. Http://www.onxlti.com/IFU. A definitive root cause for the prosthetic valve endocarditis cannot be made based on the available information, however it is likely related to the previous endocarditis which may not have been eradicated. Infection resulting from the on-x valve is unlikely as it is terminally sterilized prior to distribution. No further action required. The clinical/medical report states the root cause that led to explantation of the valve is endocarditis. The reported event is identified in the on-x heart valve design fmea in the ¿failure mode¿ as endocarditis. The IFU provides the following instructions: endocarditis is listed as a potential adverse event, and potential complications are described. The on-x valve risk management file thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. Post production residual risk is communicated in the product¿s labeling and IFU. No action necessary. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report on 06/28/2018 the operating surgeon implanted an onxace 27/29 serial number (B)(4) into the aortic position. Then on (B)(6) 2019 the operating surgeon explanted this valve and replaced it with an onxace 25 serial number (B)(4) into the aortic position. This investigation is relegated to the onxace 27/29 serial number (B)(4). Additional information received from the operating surgeon relayed the patient had the onxace 27/29 placed in 2018 for native valve endocarditis. This valve was explanted in 2019 due to prosthetic endocarditis. The patient is doing well.